Manufacturer narrative:
(B)(4). E1: establishment name: (B)(6) e1: telephone: (B)(6) g2: foreign - event occurred in china. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the screw broke during surgery. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.